Manufacturer narrative:
The returned electrode was returned severed approximately 275 and 325mm from the terminal pin; 3 segments were returned. There is a bubble in the notch area with either a cut, or a crack to the bubble. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Testing found noise in all three sensing vectors. Technical services advised some programming options. Later the electrode was explanted. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Testing found noise in all three sensing vectors. Technical services advised some programming options. Later the electrode was explanted. There were no additional adverse patient effects.